Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders and deep brain stimulation (dbs) therapy indications. It was reported that the patient's deep brain stimulation (dbs) is having problems. Caller states it's just not working. They stated the device was replaced due to normal battery depletion. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with the patient and the healthcare provider reporting the patient experiencing the following symptoms prior to action/intervention: bladder symptoms, speech disorder, dizziness, and imbalance or falling, difficulty with gait or walking, "slow verbal output", abnormal facial expression, reduced facial expressions on right side, abnormal facial expression on left side, rigidity in upper extremity, "cogwheel rigidity," "mild cogwheeling," bradykinesia, persistent and mild to moderate amplitude resting/postural tremor on right, impaired rapid hand movements, shuffling gait, and limping. It was stated that switching the patient's medication has made "a huge difference, all for good. He is ambulating practically back to baseline (old limping favoring left leg) but with no dragging of the one foot, balance issues, or tendency to fall. He is stronger, feels a lot better, with energy¿" the problem with the action tremor was stated to remain and that there were evaluations being made regarding this.